Event description:
Per the audiologist's report, this patient's skin flap broke down, causing the device to extrude. The surgeon performed a "minor" procedure (date unknown) to clean the skin flap. The device was not moved.